Event description:
It was reported that shaft break occurred. A 3.25mm x 12mm quantum maverick balloon catheter was selected for use. However, during unpacking, it was noticed that the balloon had quality flaw and the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.